Event description:
Information received indicates the hi/low drive was drifting down.

Manufacturer narrative:
The technician cleaned and lubricated the hi/low drive brake assembly and replaced the brake washer to repair the bed.